Manufacturer narrative:
Investigation: one sample unit belonging to lot number 1807270 was received for evaluation by our quality engineer. Through visual inspection of the sample, the thumb press was observed broken. A device history record review was performed for the provided lot number and it did not reveal any detected quality issues during the production process that could have contributed to this issue. It has been determined that this incident resulted from an undetected hit during the transport process within the manufacturing area. Transport tubes have been installed within the manufacturing area to avoid obstructions and prevent this incident from reoccurring.

Event description:
It was reported that bd plastipak¿ syringe was broken at the base. No serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe was broken at the base. No serious injury or medical intervention was reported.